Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired on (B)(6) 2020. Due to hospital policy, no other information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 lvas, serial number (B)(6), and the patient¿s outcome could not be conclusively established through this evaluation. The account reported that the patient had expired on 25oct2020. Multiple attempts were sent to the account to obtain additional information about the patient outcome and device return, however, none was provided. The heartmate 3 left ventricular assist system instructions for use (IFU) lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricle assist system. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.